Event description:
Per the completed internal imaging evaluation there is evidence of evoque valve migration on the discharge tte (transthoracic echo). The procedural tee (transesophageal echo) shows the evoque valve was deployed in a low (ventricular) position, with the septal aspect >10 mm below the annular plane. There is evidence of evoque leaflet thickening on the follow-up ttes. A cardiac CT is not provided for further analysis and assessment of leaflet thickening, mobility, and halt grading. The evoque valve appears stable, with qualitatively moderate transvalvular tr and qualitatively moderate pvl. The tv mean inflow gradient measures 4 mmhg at 72 bpm. A successful valve in valve procedure was performed on (B)(6) 2024.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device)- post procedure was confirmed with objective evidence through imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. However, a definite root cause is unable to be determined. The complaint for valve deployed too ventricular was confirmed with objective evidence through imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that procedural (lack of leaflet capture, deep deployment, incorrect depth and position), imaging (device shadow, insufficient mpr views) and patient (rv lead adhesion, ra size, poor echo window) factors may have contributed to the reported event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where information was received that the patient underwent a valve-in-valve reintervention on (B)(6) 2024. The patient had acute chronic systolic and diastolic congestive heart failure class iii-4c with exacerbation. The tte (transthoracic echo) from (B)(6) 2024 showed moderate to severe tr (tricuspid regurgitation), then another tte from (B)(6) 2024 demonstrated progression to severe tr with moderate-large left pleural effusion. The patient was admitted to the hospital on (B)(6) 2024, transferred to (B)(6) with intentions of valve in valve intervention. The patient ultimately underwent an elective transcatheter valve-in-valve re-intervention and transcatheter mitral valve replacement on (B)(6) 2024.